Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up arrow button on the insulin pump was unresponsive. The customer could not rewind the insulin pump. Customer was disconnected from their insulin pump for more than two years. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive keypad act button due to flattened button dome switch. The insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.